Event description:
During a periodic review of the programming database, it was identified that a programming anomaly occurred. During and office visit on (B)(6) 2013, a final interrogation confirmed the patient's programmed settings. On the next recorded visit on (B)(6) 2015, the initial interrogation revealed that the vns parameters were at settings indicative of a faulted diagnostic test. The patient's settings were then reprogrammed to intended settings on (B)(6) 2015. A system diagnostics test was suspected to be performed without a final interrogation sometime after (B)(6) 2013. Manufacturer's labeling indicates final interrogations should be performed in order to confirm intended settings prior to the patient leaving the clinic.